Event description:
Underwent revision of right subclavian artery bypass secondary to stenosis of right subclavian artery. Revision site sutured with 6-0 prolene. Approx 16 hours post-operatively, pt c/o pain and experienced a change in oxygen saturation. Code called. Pleural chest tube was placed for diminished right breath sounds and produced abundant bright red blood. Transferred to ICU for fluid and blood resuscitation and administration of neosynephrine and levophed. Emergently returned to surgery with massive hemorrhage. Pt expired intraoperatively following extended surgical intervention and CPR.